Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a minimally invasive surgical procedure on the foot. It was reported that the burr broke during use. The broken portion was retrieved and another burr was used to complete the surgery. No patient complications were reported.